Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Additionally reported, a second revision surgery has been performed but choroidal is still present but improving.

Manufacturer narrative:
The event of "choroidal hemorrhage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "physician performed a needling revision on a xen that was placed prior. Following revision, patient's intraocular pressure dropped to 8 mmhg. The patient developed a hemorrhagic choroidal detachment with a narrow anterior chamber" in unknown eye. Device remains implanted.